Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Bolus stopped alarm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stop alarm. The customer¿s blood glucose 137 mg/dl. Troubleshooting was performed. Customer stated that the bolus delivery stops and suspends automatically and will require restarting of insulin pump. Customer reports they were unable to clear the alarm. The device will be returned for analysis.